Manufacturer narrative:
Continuation of d10: product ID 37751 serial# (B)(6) product type recharger product ID 37761 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was the patient reported that maybe a week ago or so ago, they noticed the connector pin on the desktop charger was broken and that when they plugged it into the recharger last night ((B)(6) 2026), the port on the recharger cracked and wouldn't hold the cord in place to charge the recharger anymore. The patient stated they looked at it under a microscope and the pins were broken. Patient services reviewed with the patient that the 37751 was no longer being manufactured and that they would have to transition to the wireless recharging system and advised the patient they would reach out to the field about the issue to start the replacement process. Patient services reviewed that a representative would have deliver the wireless system to the patient and show them how to use it. An email was sent to the field to notify them of the situation. Patient stated their implanted neurostimulator battery was expected to last maybe 3-4 days. Patient services called first rep and left a message and was able to call the other rep and contacted them. They agreed to receive the shipment. Patient services sent requests to repair to send the rep the wireless recharger kit and drape. Rep to contact patient to arrange the training and exchange of external devices.